Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Clips did not fully occlude the injury.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of both implants. Grooves and small quirks were found on both implants. No defect was found on the toothing of either implant. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard and DHR files, a material defect and production error can be excluded. The closing force range is measured and indicated on the label. We assume a usage error as a causal factor. The implants dont comply with our specifications due to the groozes and quirks. There is the possibility that the microclips were not applied with the aesculap-avm applying forceps. The grooves and quirks could have been caused due to incorrectly applied forceps or an improper handling. No CAPA is necessary.